Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (os) at 1 day post op exam. The flap was lifted and refloated to resolve the striae on the left eye. The symptoms have been resolved. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -2.00 x -.25 x 1; left eye pre-op 20/20 -3.75 x -.50 x 20.